Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that high out-of-range rv shock and right atrial (ra) lead pace impedances were observed on this implantable cardioverter defibrillator (ICD) sytem. An exploratory procedure was performed at which time the leads were tested via psa. Ra lead measurements were confirmed out-of-range with the physician commenting that the patient's scared atrium may have played a part; rv lead measurements were found to be normal. The rv lead was carefully reconnected to the device and measurements confirmed stable. The procedure was completed and the device reprogrammed to vvi mode. No adverse patient effects were reported. This system remains in service.